Event description:
It was reported the patient's system was explanted due to a malfunction of the system. It is unclear what the malfunction was, but it was reported the issue began around 2020, and patient was unable to contact their rep, thus the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as no implant(s) was/were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.